Event description:
The customer reported that during pre-operation check no problem was found with the equipment. However, while ablating the second site on the liver, a leak occurred from between the tubing and the grip. Another needle electrode was used to complete the procedure. The pt was reported as ok.

Manufacturer narrative:
(B) (4). (B) (4). The incident sample was not returned for eval, therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.